Event description:
It was reported that there was a possible fracture in the electrode of the lead. The hcp believed it was caused by the set screw. It was reported that the lead was implanted and the pt was doing well. Add'l info has been requested from the hcp, but was not available as of the date of this report. A follow-up will be sent if add'l info is received.